Event description:
It was reported that this right ventricular (rv) lead exhibited far-filed oversensing, resulting in inappropriate anti-tachycardia pacing (atp) being delivered to the patient. Additionally, it was discussed that oversensing of noise on the ventricular channel had been present in the past, and at that time, the patient reported symptoms of vomiting. Another episode with noisy signals was stored, but upon patient in-clinic evaluation, they could not replicate it. The rv threshold was also noted to have increased recently, and since the r wave was found to be small, the physician was reluctant to make any changes to ventricular sensitivity and have instead elected to introduce an additional zone with discrimination. The hospital provided boston scientific technical services (ts) x-ray images to check on the system and lead placement and to request additional support for programming and further troubleshooting. At this time, no further information is available. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited far-filed oversensing, resulting in inappropriate anti-tachycardia pacing (atp) being delivered to the patient. Additionally, it was discussed that oversensing of noise on the ventricular channel had been present in the past, and at that time, the patient reported symptoms of vomiting. Another episode with noisy signals was stored, but upon patient in-clinic evaluation, they could not replicate it. The rv threshold was also noted to have increased recently, and since the r wave was found to be small, the physician was reluctant to make any changes to ventricular sensitivity and have instead elected to introduce an additional zone with discrimination. The hospital provided boston scientific technical services (ts) x-ray images to check on the system and lead placement and to request additional support for programming and further troubleshooting. At this time, no further information is available. The rv lead remains in service and no adverse patient effects were reported. Additional information was reviewed. Ts reviewed data from the device and confirmed that farfield oversensing of p waves are present on the rv channel. X-ray images showed that the rv lead has moved towards the atrium since implant. Detailed reprogramming options were provided, but ts recommended rv lead replacement, as the programming recommendations might not be sufficient to solve the observations. No adverse patient effects were reported. Evidence suggests that at this time, the rv remains in service.